Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Settings rate 2.2 res vol 31. Given 69 air in tubing. No injury to patient. No further information available.